Event description:
The customer reported that about an hour prior to the alinity c processing module (sn: (B)(6)) generating optic error messages the customer noted the false elevated magnesium that was normal when repeated on another analyzer (sn: (B)(6)). The customer provided the following data: customer normal range 1.70 - 2.80 mg/dl. Sample ID (B)(6) initial result was 8.24 mg/dl. This result was released and the patient's doctor ordered lasix and calcium gluconate. The patient received the 20 mg IV lasix, however the calcium gluconate was not given since a corrected result of 2.02 mg/dl was sent out of the laboratory. Customer reported that there was no known impact to the patient as a result of the event. Patient information: 64-year-old male with obesity and an admitting diagnosis of acute diverticulitis and diverticulitis with micro perforation there was no further reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that about an hour prior to the alinity c processing module (sn: (B)(6) generating optic error messages the customer noted the false elevated magnesium that was normal when repeated on another analyzer (sn: ac03039). The customer provided the following data: customer normal range 1.70 - 2.80 mg/dl sample ID (B)(6) initial result was 8.24 mg/dl. This result was released and the patient's doctor ordered lasix and calcium gluconate. The patient received the 20 mg IV lasix; however, the calcium gluconate was not given since a corrected result of 2.02 mg/dl was sent out of the laboratory. Customer reported that there was no known impact to the patient as a result of the event. Patient information: 64-year-old male with obesity and an admitting diagnosis of acute diverticulitis and diverticulitis with micro perforation there was no further reported impact to patient management.

Manufacturer narrative:
The alinity c processing module, serial number (B)(6) was evaluated. R2 alnty c reagent probe was bent, and liquid was found on top of the cuvettes. Replacement of the r2 alnty c reagent probe resolved the customer reported event. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the alinity c processing module, serial number (B)(6) or r2 alnty c reagent probe with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the r2 alnty c reagent probe as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6) or r2 alnty c reagent probe.